Event description:
The customer reported that the 'system' gives the appearance that it is working, however, the waves and parameter values are not updating. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the 'system' gives the appearance that it is working, however, the waves and parameter values are not updating. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.